Manufacturer narrative:
Patient identifier: (B)(6). Describe event or problem: updated and corrected: the sepsis and the resulting death were not related to the lotus valve as previously reported. There was no evidence of endocarditis as previously reported and the event has been withdrawn. The source of the sepsis was related to a pacemaker infection for which toxic shock syndrome with dic (disseminated intravascular coagulation) was noted. Patient codes: corrected.

Event description:
Respond study: correction: the sepsis and the resulting death were not related to the lotus valve as previously reported. There was no evidence of endocarditis as previously reported and the event has been withdrawn. The source of the sepsis was related to a pacemaker infection for which toxic shock syndrome with dic (disseminated intravascular coagulation) was noted. It was reported that endocarditis, sepsis and death occurred. The index procedure was performed in (B)(6) 2015. Prior to the index procedure, heparin or other anticoagulant was given. The subject did not receive loading doses of antiplatelet medication prior to index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty. A lotus introducer was placed and then the aortic valve was treated with balloon aortic valvuloplasty (bav) and subsequent deployment of a 25 mm lotus valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location without the need for repositioning. 3rd degree atrioventricular (av) block was noted post bav and the subject required new permanent pacemaker implantation. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, the subject expired. The immediate cause of death was sepsis secondary to infective endocarditis. It was further reported that the patient was hospitalized for infective endocarditis on (B)(6) 2019, and was treated medically. Three days later the patient was discharged and on the same day passed away.

Manufacturer narrative:
A1- patient identifier: (B)(6). B5 - describe event or problem: updated.

Event description:
Respond study. It was reported that endocarditis, sepsis and death occurred. The index procedure was performed in (B)(6) 2015. Prior to the index procedure, heparin or other anticoagulant was given. The subject did not receive loading doses of antiplatelet medication prior to index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty. A lotus introducer was placed and then the aortic valve was treated with balloon aortic valvuloplasty (bav) and subsequent deployment of a 25 mm lotus valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location without the need for repositioning. 3rd degree atrioventricular (av) block was noted post bav and the subject required new permanent pacemaker implantation. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, the subject expired. The immediate cause of death was sepsis secondary to infective endocarditis. It was further reported that the patient was hospitalized for infective endocarditis on (B)(6) 2019, and was treated medically. Three days later, while in the hospital, the patient passed away.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
Respond study: it was reported that endocarditis, sepsis and death occurred. The index procedure was performed in (B)(6) 2015. Prior to the index procedure, heparin or other anticoagulant was given. The subject did not receive loading doses of antiplatelet medication prior to index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty. A lotus introducer was placed and then the aortic valve was treated with balloon aortic valvuloplasty (bav) and subsequent deployment of a 25 mm lotus valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location without the need for repositioning. 3rd degree atrioventricular (av) block was noted post bav and the subject required new permanent pacemaker implantation. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, 1396 days post index procedure, the subject expired. The immediate cause of death was sepsis secondary to infective endocarditis.